Manufacturer narrative:
The device was received with minor scratched display window. The device was received with cracked case at display window corner, broken reservoir tube lip and with missing reservoir tube o-ring.

Event description:
The customer's mother reported via phone call of her daughter's insulin pump being cracked. The customer states that device is cracked and the reservoir compartment is broken. The mother states the device was dropped. The customer's blood glucose at the time was 200mg/dl. The customer states the reservoir will not hold in place. The customer was advised that the device would be replaced and returned for analysis.